Event description:
It was reported that the patient underwent a revision procedure due to a cylinder rupture with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Product analysis confirmed the reported events. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has broken fabric threads and exhibited bulging when inflated attributed to fatigue wear of the outer tube; leak was identified in proximal cylinder body. Cylinder 1 was not functional test due to leak and bulge was identified. Both cylinders had wear at fold in cylinder body. The kink resistant tubing of both cylinders were worn to filament. Cylinder 2 was functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis confirmed the reported events.

Event description:
It was reported that the patient underwent a revision procedure due to a cylinder rupture with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. No patient complications were reported in relation to this event.